Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 580 mg/dl while wearing the pod on the arm for between 5 and 24 hours. The patient went to nazareth hospital emms on (B)(6) 2024 and was treated with insulin utilizing intravenous therapy. The patient refused to be hospitalized and went home. Later that day, the patient went to emek hospital due to having abdominal pain and vomiting. The patient was hospitalized and treated with tregludec, fluids, and correction boluses as needed. The patient's bg levels decreased as low as 35 mg/dl while at the hospital. On (B)(6) 2024, the doctor contacted a field representative claiming to have paused insulin delivery but the pod is still delivering insulin. The field representative went to the hospital between (B)(6) 2024 and (B)(6) 2024 to investigate the doctor's claim. The field representative inspected the settings and found the doctor turned off the option to set temp basal instead of suspending insulin delivery. The pod was discarded. The patient was hospitalized for over seven days.